Manufacturer narrative:
The device was not returned for evaluation; multiple attempts were made to the customer with no response. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. As part of the manufacturing process a 100% of the units go through balloon inflation, deflation and a visual inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI # (B)(4).

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported during thrombectomy procedure with a fogarty catheter, the balloon would not deflate. Multiple attempts were made to try and deflate the balloon. A needle was inserted in order to deflate. No patient complications were reported. Patient demographics is unable to be obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.